Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. The evaluation revealed that the most likely root cause was a defective component.

Event description:
The user facility reported a 60-year-old white male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a controller error that occurred during support. Investigation a breakdown in communication of multiple components. A partial reset was attempted, but a full reset was required to resolve the issue that spurred the alarm. The device continued to support the patient with no harm.